Manufacturer narrative:
B5- product is not reportable. A patient¿s ipg reaching normal end of life was reported to abbott. The implant was not returned for evaluation; however, diagnostics and programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Based on parameters obtained, it was confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics. Product is not reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. In turn, surgical intervention may take place at a later date to address the issue.